Event description:
A customer contacted beckman coulter inc. (Bci) and reported that the synchron lx I 725 clinical system had a waste leak at the gravity drain. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced gravity drain float switch and valve for overflowing.